Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#(B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported they were seeing the elective replacement indicator (eri) message on the patient programmer (pp) regarding their current implantable neurostimulator (ins). The patient further reported they were told their previous ins would last 1, 2, or 3 years but the first one depleted after three months and was replaced. Relevant medical history includes spinal pain.